Event description:
The customer reported that the insulin pump was cracked at the liquid crystal display. Troubleshooting was performed. The customer stated that she was hospitalized due to low blood glucose of 36mg/dl as a result of the temporary basal failure. Advised the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with scratched display window cracked case at display window corners and cracked reservoir tube. However, the insulin pump passed the displacement test, self-test. All operations currents were within specifications. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to performed the basic occlusion, occlusion, excessive no delivery due to prime fill anomaly. Unit had moisture damage on the electronic and motor assembly.